Manufacturer narrative:
D3: mfg establishment name updated. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached/peeled downstream occlusion (dso) seal as well as a defective dso sensor. The customer's problem was replicated. The dso seal and sensor were replaced to fix the issue.

Event description:
It was reported that the device received back from ICU medical, device failed pm due to the dso seal being unattached and peeling off in the right bottom corner of the seal. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.